Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s date of birth was not provided. The patient¿s age was estimated from age at implant. (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient began to have dark stool at home. On (B)(6) 2017 hematocrit (hct) dropped to 27%, and the patient stopped taking coumadin. The patient was admitted and medication changes were made. The patient was transfused 2 u packed red blood cells (prbc) within a 24 hour period. Arteriovenous malformations (avms) were not confirmed. The gastrointestinal (gi) bleed was reported as ongoing.